Event description:
It was reported that a pt underwent ophthalmic surgery on (B)(6) 2012 and suture was used. The surgeon reports that the suture and the needle seem irregular, causing maceration in the cornea of the pt. Additional info has been requested.

Manufacturer narrative:
(B)(4) - corneal maceration, corneal maceration occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in the event. See also medwatch 2210968-2012-02511. The same pt is represented in each medwatch.